Event description:
A sensor scan of ¿hi¿ (greater that 500 mg/dl) was reported with the adc device when compared to a reading of lo (19 mg/dl) obtained on a built-in reader and experienced sweating, dizziness and a loss of consciousness. Customer was unable to self-treat and required treatment of glucagon infusion by son. Customer was take to the hospital were they were hospitalized, treatment was unspecified. No further treatment was reported. No further information was provided. There was no report of death or permanent injury associated with this event. A sensor result of 501 mg/dl was compared to an adc meter reading of lo (19 mg/dl) and the results, when plotted on a parkes error grid and fell into the "e" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A sensor scan of ¿hi¿ (greater that 500 mg/dl) was reported with the adc device when compared to a reading of lo (19 mg/dl) obtained on a built-in reader and experienced sweating, dizziness and a loss of consciousness. Customer was unable to self-treat and required treatment of glucagon infusion by son. Customer was take to the hospital were they were hospitalized, treatment was unspecified. No further treatment was reported. No further information was provided. There was no report of death or permanent injury associated with this event. A sensor result of 501 mg/dl was compared to an adc meter reading of lo (19 mg/dl) and the results, when plotted on a parkes error grid and fell into the "e" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.